Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump failed to reboot and there was evidence of moisture in the battery compartment. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: the complaint could not be duplicated. A review of the pump black box data revealed evidence of power interruptions. During testing, the battery compartment was observed to be cracked. The leak test verified a battery compartment leak. The battery cap was not returned with the pump. A test battery cap was able to fully secure on to the pump, and the pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and removed from the pump case and no evidence of moisture was observed inside. There was no damage observed to the power circuit.